Manufacturer narrative:
A ge svc rep performed an on site investigation. The remote user interface console (rui - joystick) was replaced. The sys was tested and operates as intended.

Event description:
The customer reported the 9800 joystick is dysfunctional and not communicating with the c-arm. No pt injury was reported.